Event description:
It was reported that the pt no longer has any hearing sensation. Testing carried out showed that the electrode array had 9 channels with increased impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.